Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the connectivity check showed all contacts as red. When impedances were checked the majority of them were out. The patient had no falls or traumas but did note he hadn¿t felt stimulation in the past few months. Troubleshooting reviewed how to look for viable programming options and it was mentioned that a revision may be in the future for the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep called while they were inter-operative. They were replacing the ins and were getting >40,000 ohms on all contacts. They were getting high impedance with the ins and when they tested the leads with a wens. The rep reported that the patient also had high impedances with the old ins. Because the rep was inter-operative, not all event details were obtained. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issues was unknown. The patient was scheduled to have the implant replaced with a possible lead revision on -(B)(6) 2020. The event was not resolved at the time of the report and the implant was placed into MRI mode so the patient could have an MRI.